Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and contamination was found under the button contacts. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim and discolored display. The keypad cover was intact and all the buttons responded properly. Removal of the cover found contamination under all the button contacts. (B)(6).